Manufacturer narrative:
E1: initial reporter facility name - (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified lesion. A 1.2mmx15mmx142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured immediately at below nominal pressure. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified lesion. A 1.2 mm x 15 mm x 142 cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured immediately at below nominal pressure. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) medical center. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.